Event description:
During product testing by baxter personnel, a colleague infusion pump was found to have a damaged power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). A trend has been identified for this particular problem code. The cause of the damaged power cord is unknown. To correct this condition, the power cord was replaced. Any additional information obtained will be contained in a follow-up medwatch submission.